Manufacturer narrative:
The report of a removal came with limited details. Several attempts have been made to gather details from the reporting surgeon, but no additional details have been provided by the due date for this 3500a. The cause of the foraminal disc protrusion is unknown and not clear if this occurred around the implant or in another part of the disc where the barricaid implant does not reside. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient was reported to have a foraminal disc protrusion with a prior barricaid and underwent an alif procedure. The implant was removed using a pituitary rongeur.